Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the abbott diabetes care (adc) device. Adc contacted the customer and they indicated that due to this, they became hypoglycemia and experienced a seizure and/or a loss of consciousness. The customer was administered a glucose injection by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.